Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7249998, UDI: (B)(4).

Event description:
It was reported that when the leads were pulled, the patient was in excruciating pain with shocks and volts going through the legs. The patient was admitted to the hospital wherein lumbar and thoracic magnetic resonance imaging (MRI) was done, and hematomas were found on the spine. The patient also had urinary and bowel incontinence. The physician believed that the incident occurred during or after the leads were removed. The patient then saw a neurosurgeon who was going to clear out the hematoma then ultimately decided not to proceed. The patient was in the hospital for an extended period of time and had physical therapy. The pulled leads were not returned.